Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited high pacing impedance out of range, suspected due to twiddler's syndrome. This lead was successfully replaced. No additional adverse patient effects.